Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed did not reveal any abnormalities. The rv lead was reprogrammed to resolve the event. The patient was stable.